Manufacturer narrative:
Investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
It was reported that the 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave¿ clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock exhibited a leak. It states that registered nurse found the quadfuse set leaking from the lipid extension during the infusion. The event occurred during infusion. Number of involved problematic devices is 1. Type of procedure is infusion and medications involved were tpn and lipids. The device was changed out/replaced with no further problems encountered. There was patient involvement, no adverse event and no delay in therapy.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.